Event description:
Customer stated that the device overheated during a procedure. A backup unit was used to complete the procedure. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
Corrosion was noted throughout the device. The presence of corrosion and lack of lubrication can result in increased friction among the rotating components of the device which can result in generation of heat.